Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced in the unipolar configuration. The patient's device was reprogrammed and the patient would be monitored.